Event description:
It was reported that the patient had a MRI on the day of the report and forgot to turn his therapy off. The patient wanted to know if any damage was done. The patient stated that his speech was slurred, but it was normal again. The patient also had a tingly feeling in his left foot, but it was ¿3/4 gone now.¿ the patient¿s left arm was also good now. The MRI was to check lead placement. The patient¿s status was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40, lot# va0jlr4, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).